Event description:
The customer reported that the 840 ventilator was inoperable while in use on the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The eval of the device has not been completed.